Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 259 mg/dl while wearing the pod between 4 and 24 hours. The patient hd administered 2 insulin corrections with the pod. Once at the hospital the patient was treated with intravenous fluids and zofran for nausea. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
The returned device was evaluated and the pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The download data contains rotational sensor issues in the beginning of the device's run, however, they did not replicate. Inspection of the drive mechanism assembly found no damages or deficiencies that would contribute in the observed rotation sensor malfunction. The rotational sensor issues did not impact insulin delivery.